Event description:
Distal femoral replacement devices custom coated due to patient metal allergies were implanted (B)(6) 2023. (The components were provided under compassionate use: (B)(4). The patient suffered a fall (approx. (B)(6) 2025) which resulted in a femur fracture above the femoral stem. The surgeon plans to revise the patient to a total femur-type construct to address the femur fracture.